Event description:
Information was received from a consumer and the patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that there was a poor communication screen. An antenna was not used. Syncing with the implantable neurostimulator (ins) did not resolve the issue. The patient had a return of bowel/bladder symptoms. She had not experienced any falls or trauma, no electromagnetic interference (emi) concern but had a mammogram in (B)(6) 2015, and there were no changes to diet or fluid intake. The last time the implant was checked at the healthcare professional (hcp) office was in 2012. The last time the patient felt stimulation was in (B)(6) 2016. The poor communication using the patient programmer (pp) started probably in (B)(6) 2016. The return of symptoms started a couple months ago in 2016. The next appointment with the hcp was in (B)(6). Additional information reported that the patient had an appointment with their healthcare provider on (B)(6) 2016. The patient had an x-ray of their back on (B)(6) 2016. It was noted that the programmer battery was dead and the lead wire needed to be changed. The patient was going to have a new battery and lead put in as soon as their insurance checked out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.